Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The peritonitis was manifested by cloudy effluent, vomiting, and irritability. On the same day as event onset, the patient was hospitalized for the event. The patient was treated with cefepime (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. Fourteen days after the event onset, the patient was to receive the last dose of cefepime. At the time of this report, the patient was recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.